Manufacturer narrative:
B5.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 334 mg/dl. Customer did not have additional supplies available, and declined a follow-up from tandem technical support for further assistance.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 334 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.